Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: can you identify the lot number of the product that was used? The lot number is unknown as the package was discarded. What is the name of the surgical procedure? The first assist does not remember the exact case other than it was a laparoscopic case.

Event description:
It was reported that the first assist was using the topical skin adhesive on a patient during an unknown procedure on (B)(6) 2016. Upon repeatedly squeezing the dermabond vial, the first assist was cut on the finger by glass coming through the side of the applicator. No additional care was needed. There were no adverse patient consequences to the patient reported. Additional information has been requested.